Event description:
It was reported to MFR that the vns pt was diagnosed by their primary care physician with spinal meningitis, which the physician believes may have been caused by the pt rejecting the vns device. The name and contact info of the primary care physician is not known at this time, however, attempts to obtain this info from the treating neurologist are underway. Additionally, it was reported that the pt has a bulge in the left shoulder area and has been running a high fever. The pt was seen by the treating neurologist following the onset of the reported event. Both normal mode and system diagnostic test results revealed normal device function. Attempts to obtain additional info from the treating neurologist are underway.